Event description:
Patient reported dentist recommended to stop treatment due to mobility issues. Update received the patient provided a letter of recommendation. In the letter the dentist states the patient presented with #10 that is extremely mobile. Informed the patient they need to contact the orthodontist doing their treatment. If the byte aligner treatment is continued, patient may lose the tooth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.